Manufacturer narrative:
Additional information was received that redness was noted at the ipg site and the infection was not procedure related. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the patient¿s pocket site had opened up. It was believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the patient¿s pocket site had opened up. It was believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an ipg explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the patient¿s pocket site had opened up. It was believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an ipg explant procedure.